Event description:
It was reported the pt had received a low battery flag and the sjm rep had cleared the flag. It was reported the issue was passivation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.